Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 32 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the low blood glucose with carb intake. The customer reported having issues with the insulin pump leading to the low blood glucose that included sensor connecting. They also reported insulin suspension but no clear details were provided. Troubleshooting was provided but was not completed due to customer declining. The insulin pump will not return for analysis. The customer stated that the auto mode feature was off.